Event description:
The customer stated that she was taken by paramedics to the hospital to be treated for a hypoglycemic seizure. The reported blood glucose reading was 25 mg/dl. The customer stated that on another occasion while she was working in a nursing hospital she had to be assisted by her coworkers with a blood glucose reading of 23 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.